Manufacturer narrative:
The hillrom technician found the CPR switch needed to be replaced. Per the hillrom service manual make sure CPR for proper operation.repair, replace, or apply touch-up paint as necessary a search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on feb 2, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR switch to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the CPR was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).